Manufacturer narrative:
The reported issue was addressed with surgery and the patient received a blood transfusion. The device was not returned for physical investigation. Final hemostasis was achieved with the device and the device performed as intended. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery and a blood transfusion successfully treated the hematoma.

Event description:
On (B)(6) 2017. Vascade selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire and the device was removed. Final hemostasis achieve with the device. Patient was discharged from hospital. Later that day, the patient returned to the hospital with a hematoma and was sent to another hospital and received a blood transfusion and was discharged as the hematoma seemed stable. On (B)(6) 2017, patient returned again and was sent for surgical repair to correct the hematoma which was active again. Patient was discharge and in stable condition.